Event description:
On (B)(6) 2025, the user reported a low blood glucose of 56 mg/dl the previous night. Blood glucose was treated with a glass of milk and one glucose tablet. The user plans to consult their external trainer before any device adjustments and will follow up if needed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.